Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage post deployment occurred. The 95% stenosed, 40mm x 2.5-2.25 mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After pre-dilatation, a 2.25 x 32 synergy drug-eluting stent was deployed for treatment. A 2.5 x 12mm synergy stent was then deployed proximally and overlapping the previously deployed stent. While observing the lesion with a non-bsc intravascular ultrasound (ivus) catheter, the catheter became stuck with the struts of the stent slightly distal from the overlapped section. The ivus catheter was pushed and pulled but could not be removed. A guide catheter was engaged deeply and the ivus catheter was pulled to release and remove. The overlapped stented section remained intact but the stent struts of the 2.25x32mm stent were stretched creating a gap. Post dilatation was performed and a non-bsc stent was placed covering the stent strut gap. No patient complications were reported.